Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during a lead revision procedure, this right ventricular (rv) lead was attempted to be implanted. The helix would not extend after many turns, but then the helix jumped out suddenly rather than extending smoothly. This lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.